Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic bariatric sleeve gastrectomy procedure, the first firing with a black reload with buttressing material, the device seemed to fire fine. After loading a new reload in the device they noticed the anvil was bent and would not fit through the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p5577a. The analysis found that one psee60a device was returned sterile and with no apparent damage and with no cartridge loaded on the device. The device was opened and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.